Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a blank display due to faulty lcd board. The insulin pump had scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 300 mg/dl at the time of the call. The customer stated that they have been having reoccurring problems with the blank display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.